Manufacturer narrative:
No patient involved. It was reported, that the problem was identified during the week of (B)(6), 2010 (exact date is not known). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
According to the complainant, while unpacking the radial jaw 3 biopsy forceps, it was noted the the tip of the forcep was bent. There was no damage noted to the outer packing. The device was not to be used in a scheduled procedure.